Manufacturer narrative:
The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop cancer. The medical intervention that the patient received in response to the event is currently unknown. In this initial report section b5 was incorrect, the correct b5 should be - the patient has alleged nasal/throat irritation and cancer due to the device. The medical intervention that the patient received in response to the event is currently unknown. The device along with a humidifier was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device and humidifier were completed by the manufacturer and found evidence of mineral contaminates in the water tank, contamination in humidifier seal, dust on pca, blower box and top enclosure, excessive dust contamination on and in the sound abatement foam. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was applied power and the device operated properly. The manufacturer concludes multiple contaminates found were consistent with sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. In this report, section d9, g3, h6 have been updated/corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop cancer. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.